Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "deflation". Later, healthcare professional confirmed the event. Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed, one opening side assessed as fold flaw opening. Crease/folding of implant : observed on the device. Additional observation: crease observed on the device. Wear abrasion observed on the device. Yellow particles observed inside the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional additionally reported via rga the event "any creases".